Event description:
A loss of therapeutic effect was reported. It was reported that on the date of the event, the patient passed through airport security and it was thought that "airport security might have turned the patient's implant off." Starting that day, the patient had tremors that she did not have before. She was not able to walk, she was only able to crawl, and she had cramps in her toes. It was reported that the patient had seen her health care professional (hcp) a month earlier and the implantable neuro stimulator (ins) battery was "fine." The patient forgot to bring her patient programmer on her travels and requested assistance with her device. Three days after the date of the event, the patient reported she had met with a manufacturer representative who checked the ins and made programming adjustments. It was reported that the patient was "doing significantly better."

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3389s-40, lot# v030207, implanted: (B)(6) 2007. Product type: lead: product ID 3389s-40, lot# v030207, implanted: (B)(6) 2007. Product type: lead. (B)(4).